Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2012-02283, 3005099803-2012-02284, and 3005099803-2012-02285 address these devices. It was reported to boston scientific corporation that three speedband superview super 7 multiple band ligators were to be used for the treatment of esophageal varices during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when deployment was attempted, the speedband device (mr # 3005099803-2012-02283) failed to fire the bands. Two additional speedband devices (mr # 3005099803-2012-02284 and 3005099803-2012-02285) were then used, but the same issue occurred; the bands failed to fire during deployment. At this time, the case was ended. On (B)(6) 2012, the nurse reported that the patient is scheduled to return this week for another procedure. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.